Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded to resolve the reported issue. In addition, it was reported a continuous glucose monitor error 42 occurred. Customer¿s blood glucose was 246 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.